Event description:
The patient reportedly experiences shocks, dizziness, and discomfort leading to headaches when using the device. Testing revealed that the device is functioning. The surgeon will pursue device revision surgery.